Event description:
Intraortic balloon pump (iabp) failure. Pt's blood pressure dropped significantly. Code called. During CPR iabp trigger changed from "EKG" to "internal" and iabp pumping during compressions. When pt's pulse and blood pressure returned iabp was switched back to "EKG" trigger. At that point iabp failed to operate and status message read "elect test fail" iabp was changed. Approx 10-15 min before this the EKG picture screen had drifted up (nearly off the screen).